Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
Per proctect IV: a 41-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp. The patient had a vascular access site wound infection. No other details have been provided.

Manufacturer narrative:
The investigation into the infection/sepsis issue has been completed. The device was not returned for investigation. Product was not returned for review. Based on clinical description, the cause of the infection was most likely patient condition related since the device is sterilized under validated conditions and there was no evidence to indicate a break in the sterile barrier or pump contamination, unknown relation to impella.